Manufacturer narrative:
Date sent: 8/28/2007. Date sent: 8/28/2007. Ship/pick error, non sterile product. H3. Eval summary: the analysis results for the mst11 instruments (a-e) found that the instruments were returned in good condition and out of its sterile package. A corrective action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the customer received a case of the mst11 probes and noticed that the sterile packing had been compromised on every piece within the case.